Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and no capture. It was noted that the rv lead exhibited undersensing in bipolar. The patient could feel the pacing as well. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.